Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patient status post right total hip approximately 11 years ago. Patient has osteolysis around the cup and surgeon would like to do a liner and head exchange. Both liner and head were exchanged without incident. Surgeon exchanged the liner and not the cup.